Manufacturer narrative:
Per technician, the fall plate covers the lock, which keeps the lock from pinching any wiring was slightly bent, which was causing the siderails not to lock or to engage. This fall plate was straightened out. Bed and side rail now working perfectly.

Event description:
Right leg siderail will not come up.